Event description:
It was reported that the day following the implant procedure, the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lv pacing configuration was reprogrammed and the lead remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.